Event description:
Boston scientific received information that this device was emitting tones with a message to check the left ventricular (lv) lead. Device interrogation revealed one impedance measurement of less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.